Event description:
Customer reported unexpected negative reactions with anti-fya. Three units typed fy(a) and were incompatible with full crossmatch. No fy(a+) units were transfused to the patient.

Manufacturer narrative:
Hemagglutination tube testing was performed with fy(a+b+) and fy(a-) cells from retention panocell-20, lot 52189, using anti-fya, lot fya64h-1. All fy(a-) cells were nonreactive. All fy(a+b+) cells exhibited 2+ to 3+s reactivity in all testing. Retention products performed as expected. The customer did not return product for investigation testing.